Event description:
During a ptca procedure, the physician noticed that the balloon shoulders were outside of the marker bands. The device was withdrawn and the procedure was completed using another device. No patient injuries or complications were reported.